Event description:
It was reported that this was a bkp performed on (B)(6) 2024 . During using a synflate balloon, cement mixing was started. However, the mixer got stuck and could not be moved, making mixing cement impossible. A back-up cement was used, and the surgery was completed successfully without any problems. There was no surgical delay. The stuck mixer was discarded at the hospital as it was dirty.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: part # 07.702.016s, lot # 4c53690, manufacturing site: werk selzach logistik, release to warehouse date: 01.march.2024, expiration date: 01.march.2027, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.